Event description:
It was reported by the patient that she underwent a procedure in (B)(6) 2013 and an obturator sling was implanted. Post operatively, the patient has experienced constant pain down both legs and constant excruciating pain in the pelvis and groin area. The patient states that the device has moved out of place and is now bulging into the vaginal wall causing vaginal bleeding and discharge. The patient also reports that she can not walk, sit or stand for long periods and needs the assistance of 2 crutches to aide with walking and also requires daily pain relief. Additional information was not provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.